Manufacturer narrative:
Sections with additional information as of 7-jan-2021: d10 - h3: device available for evaluation. H6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation. External evaluation has been completed by product manufacturer and alleged complaint could not be replicated. Defect found on returned meter - error message (e-7). Reported defect not reproduced on returned strips. Update the most likely underlying root cause from mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test to root-cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call 30-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low battery and lo display. Wife called on behalf of the customer. The expected fasting blood glucose test result range was undisclosed. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product was stored according to specification in the dining room. During the call a blood test was performed by the customer and produced test results of 122mg/dl fasting. The test strip lot manufacturer¿s expiration date is 06/25/2022 and open vial date was two weeks ago.the meter memory was not reviewed for previous test result history.